Event description:
The ventilator was auto-cycling. Attempts to adjust modes, pressure settings, and sensitivity unsuccessful. The patient was given paralytics and still the ventilator auto-cycling. The ventilator was switched out. A large hole was found in the expiratory filter. A leak was created after two days of use.